Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient record fell off and prevented access to code medications. A technical support specialist reviewed the patient records, communicated findings, and confirmed the customer successfully re-admitted the patients and orders. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server, user required to re-admit patient for free standing ed machine. Patient was built to pull code medications, but patient fell off and now rn couldn't pull code medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.